Manufacturer narrative:
Cynosure became aware of the event from the voluntary event report - mw5066756, which indicated patient had a floater and scotoma in the right eye. It was determined that the patient was using damaged protective eye wear (goggles) during the laser treatment, so (2) replacement pairs were provided to the patient. This is a reportable user error event because the treatment guidelines for laser procedures instructs all individuals to wear protective eyewear. However, in this case the goggles used in the laser procedure were damaged. The customer site declined device evaluation, stating the system was operating intended, without issues. Injury due to user error.

Event description:
Patient experienced a retinal eye injury from a tattoo removal laser procedure.